Event description:
The reporter stated that the customer obtained a result of 5.1 inr on the coaguchek xs meter (serial number (B)(4)). The customer went to the doctors after 1.5 hours and the result of the doctor meter was 3.7 inr. It is believed that the doctor meter was a coaguchek xs plus (serial number unknown). It was reported that the samples were from two different fingers.

Manufacturer narrative:
The customer returned the meter and the strips. The test strips and vial did not show any defects. The meter appeared undamaged and clear on the outside. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 200781-10) and the current master lot coaguchek xs pt test strip (lot 230734-80). The maximum difference between the measurements with the same blood sample was 0.1 inr. The returned customer material and retention material complies with the specification. The complaint has not been substantiated. After the medwatch was filed it was stated that the hospital meter was an unknown point of care device and not a coaguchek xs plus. The husband had reported it was a coaguchek xs plus and the customer later clarified that it was not.